Event description:
The nurse of a (B)(6) male pt contacted zoll customer support to report that the pt's response buttons were not functioning. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has not yet been completed. The reported problem (response buttons) has not been confirmed as the monitor has not yet been returned to zoll for eval. Upon receipt of monitor, a root cause investigation shall be conducted and a supplemental report will be submitted. No adverse event resulted from the defective monitor. The pt received a replacement monitor.